Event description:
Meter name: one touch ultra. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: thirsty, tires. A patient reported they kept getting the same result on the meter. Their meter allegedly would only prompt hi result. The result on the meter was hi. The time difference between patient's results was 3 hours. Customer kept taking the 35 units of insulin based on the "hi" readings. No further information has been reported.